Event description:
It was reported that the auth said the pw is not suctioning. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
The complete initial reporter's zip code is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is within the expected range; therefore, this event is not reportable. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks present. There was no residue present in the canister but there was a small amount in the collector tubing. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was heavy residue and a small amount of corrosion on the returned pcba. There was also mild red and orange residue in the inner tubing next to the motor. The device failed with a value of 0.073 slpm at device start and 0.085 slpm at 10 seconds with the returned pcba and battery. The device failed with a value of 0.091 slpm at device start and 0.100 slpm at 10 seconds with the in-house pcba and returned battery. The device failed with a value of 0.093 slpm at device start and 0.102 slpm at 10 seconds with the in-house pcba and battery. The labelling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter the results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter's zip code is (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said the pw is not suctioning. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per customer via phone on 05sept2025, it was reported that the new kit did not resolve the issue. She confirmed they received a new kit. Unit failed t/s and did not pull any water. Replacing pw200. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Requesting biohazard box from tcm. Sn: (B)(6)